Event description:
The customer observed false positive alinity cmv igg results. On (B)(6) 2025, sid (B)(6) generated alinity cmv igg of 137.2 au/ml reactive, repeated (B)(6) 2025 of 97 au/ml reactive but tested roche cobas cmv igg negative and siemens cmv igg negative. The patient was cmv igm positive on the alinity, roche cobas and siemens. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information, no patient information provided. This report is being filed on an international product, list number 7p42 that has a similar product distributed in the us, list number 7p42-24/-34, and 510k/PMA/bla of k220949. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity cmv igg results. On 27jun2025, sid (B)(6) generated alinity cmv igg of 137.2 au/ml reactive, repeated 21jul2025 of 97 au/ml reactive but tested roche cobas cmv igg negative and siemens cmv igg negative. The patient was cmv igm positive on the alinity, roche cobas and siemens. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, ticket trending review, labeling review, device history record review, and specificity testing with a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I cmv igg reagent and lot number 71379fz00 did not identify an increase in complaint activity related to the issue under review. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. Clinical specificity testing was performed using an in-house retain kit of alinity I cmv igg reagent lot 71379fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. The product package insert outlines instructions for specimen and reagent handling. The insert states that anomalous values may be observed if hama or heterophilic antibodies are present in the sample. The troubleshooting and diagnostics section of the alinity I series operations manual describes probable causes and suggested corrective actions for elevated and erratic results. As per product labelling if the alinity I cmv igg results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; results of other tests (cmv igm, cmv igg avidity), clinical impressions, etc. In this case the sample was retested and also tested with alinity I cmv igm with positive results returned. Based on the investigation, no systemic issue or product deficiency of the alinity I cmv igg reagent lot 71379fz00 was identified.